Event description:
Procedure performed: lobectomy. Event description: limited information is available at the time of report. Rep was not present for the case. Surgeon stated that pieces of the trocar were falling off into the patient during the procedure. Additional information was received via email on 03feb2022 from applied medical account manager: there was no patient injury. The case was completed with a new trocar. A babcock with a sponge on it was being inserted into the trocar at the time of the event. The procedure being performed was a lobectomy. The entire clear/white seal component fell into the patient. All pieces were retrieved from the patient. No internal seal components were removed or cut in order to inspect the damaged component. Product is available for return. It is unknown if they will be returning the units. Type of intervention: the case was completed with a new trocar. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event of shield dislodgement. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".

Event description:
Procedure performed: lobectomy. Event description: limited information is available at the time of report. Rep was not present for the case. Surgeon stated that pieces of the trocar were falling off into the patient during the procedure. Additional information was received via email on 03feb2022 from applied medical account manager: there was no patient injury. The case was completed with a new trocar. A babcock with a sponge on it was being inserted into the trocar at the time of the event. The procedure being performed was a lobectomy. The entire clear/white seal component fell into the patient. All pieces were retrieved from the patient. No internal seal components were removed or cut in order to inspect the damaged component. Product is available for return. It is unknown if they will be returning the units. Additional information was received via email on 11feb2022 from applied medical account manager: the entire white seal fell down the trocar. Type of intervention: the case was completed with a new trocar. Patient status: no patient injury.